Event description:
A peritoneal dialysis (pd) patient reported drain complications due to fibrin. The pt went to the pd clinic on (B)(6) 2014. The nurse performed manual pd exchanges and the drain bag fluid bag fluid was hazy. Pd nurse instructed the pt to go to the ER. Pt was admitted to the hospital on (B)(6) 2014 due to peritonitis. The pd catheter was surgically removed on (B)(6) 2014 and the patient was discharged on (B)(6) 2014 in stable condition.

Manufacturer narrative:
This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon final review of medical records by post market clinical physician and completion of the plant's investigation. Related MDR reports: 2937457-2014-00530 and 1713747-2014-99939.